Manufacturer narrative:
Findings: unit was received with normal operating currents and no unexpected low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarm or unexpected alarm after change battery noted during testing. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received an unexpected restart alarm. They stated that a temp basal was not programmed before the unexpected restart alarm occurred and that the pump was not stored or in use for an extended period of time. The customer's blood glucose was unknown. Troubleshooting was done and the insulin pump alarmed unexpected restart alarm again. The customer was advised to monitor insulin pump and wear it until the replacement arrives. They declined a replacement pump. The insulin pump is returning for failure analysis.